Event description:
On (B)(6) 2011, a vns treating physician referred the vns patient for re-implant surgery. Review of the manufacturer's records on (B)(4) 2011 revealed that the patient was scheduled back in 2002 to have her vns generator and leads removed due to conflicting reasons. The surgeon's assistant at that time said that the patient's battery was dead and she has not had any seizures. The assistant also said that the connector pin of the lead had become disconnected from the generator. The surgeon then later reported that he would not provide any care for her because he did not feel that an explant was appropriate without video monitoring to confirm seizures. It is unsure why the connector pin of the lead was thought to not be connected to the generator. No information regarding whether a surgery later occurred was received by the manufacturer. In (B)(6) 2011, the patient's neurologist said that she had her vns generator removed in the past and her leads were not removed at that time. The patient went for a full revision surgery on (B)(6) 2011. The patient's explanted lead was discarded by the hospital so could not be retrieved for product analysis. Also, the serial number and model number on the lead had been cut off when the generator was explanted in 2003 so there was no way to tell the patient's product info. The patient's current surgeon was contacted and he reported that the patient was initially implanted sometime in 1999 but then on (B)(6) 2003, he explanted the patient's generator but the leads were kept in place. He did not provide any further information. Good faith attempts for further information regarding the patient's surgery in 2003 were requested from the patient's neurologist in 2002. The patient's neurologist has since retired but his medical records are still at the practice. No further information has been received to date. The surgeon who was originally going to explant the patient's devices in 2002 was also contacted regarding additional information. They reported that they have no record of the patient. The implanting hospital from 1999 was contacted regarding the patient's product information. Good faith attempts have been made for further information but no information has been received to date. The hospital did report that the patient was originally implanted on (B)(6) 1999 and that the patient was explanted in 2003 per patient request because it was not beneficial. If additional information is received, it will be reported.